Event description:
It was reported that the patient had been complaining of mild to moderate headaches over the past month. The treating cardiologist was reportedly treating the headaches with pain medication that was expected to be vasodilatory in nature. The patient was given an out-patient computed tomography (CT) scan of the head which showed a hemorrhage. The patient was admitted to the hospital after the CT scan. The treating facility reports that the patient has not shown any neurological deficits.

Manufacturer narrative:
Serious and life threatening adverse events, including stroke, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize risks, including therapeutic anticoagulation guidelines of maintaining an inr between 2.0 and 3.0. With review of the available information, there is no indication of any device malfunction or performance issue impacting the event. Although a definite root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted and all concomitant devices remain in use, therefore nothing will be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including stroke, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Device remains implanted.